Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to loss of capture (loc). A new lead was implanted. No additional adverse patient effects were reported.